Event description:
The customer reported that the jaw insulation came off the device and fell into the patient during a laparoscopic colon resection. The material was retrieved and there was no patient injury.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.